Event description:
It was reported that the device exhibited an unknown error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection no physical damage. Review of the event history log confirmed an error 1610 occurred when the pump was powered on. Functional testing could not replicate the reported issue; however, confirmed error 1310 was displayed during self-check. The root cause could not be determined; however, possibly due to user not using the device with the battery inserted for a long period of time. Software was re-installed preventatively. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.